Event description:
The account alleged that a patient was attempting to get out of bed by grabbing the side rail. When the patient pulled on the side rail, the side rail broke and the patient fell. The account alleged that there were injuries, but the extent of the injuries was not clear.

Manufacturer narrative:
The technician investigated the bed and found the side rail was intact. The technician found a few hairline cracks on the plastic of the side rail. The account stated that the plastic cracked and some broke off when the patient was using the side rail to gain balance. The patient allegedly fell. No injury reported, red marks on the patient backside. No further information is available on the repair of the bed at this time.